Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder, or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the inpen was not delivering doses during a high blood glucose event. Blood glucose value at the time of event was 350 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-105elblna. Troubleshooting was performed, including confirming insulin delivery with a 2-unit prime, which was successful. The customer was advised to follow up with their healthcare professional to review dose calculator settings, change the needle after each injection, and monitor the inpen. No further patient complications were reported. Product mmt-105elblna will be returned for analysis.